Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
It was reported the pt's device was removed due to a lack of satisfactory therapeutic effect. It was stated the pt received intermittent stimulation in his back and foot, and experienced a shocking or jolting sensation at the ins site. The pt's device was subsequently removed, but it was stated the leads and extensions were "left in there." Additional info has been requested, a f/u report will be sent if additional info becomes available.